Event description:
Note: date of event is unknown. It was reported to boston scientific corporation in 2007, that an amplatz super stiff guidewire was planned for use (patient age, gender and weight unknown). According to the complainant, while preparing for the case, the scrub nurse noticed that the outside covering of the guide wire was unravelling and the inner core was exposed. Another amplatz super stiff guidewire was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device observed the device is fractured and the corewire exposed. The fracture occurred at the junction of the ballweld and corewire. The corewire and ballweld were sent to the analytical lab for fracture analysis. The fracture surface exhibited elongated dimple ruptures in a shear plane. The core wire fractured in shear may be related to a tensile overload. The root cause of the reported malfunction is undetermined